Manufacturer narrative:
Per the t:slim x2 user guide, ¿ store the (B)(4) g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80-100 mg/dl, and the meter bg reading was 211 mg/dl. Reportedly, the customer did not store the sensor according to manufacture recommendation. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.